Manufacturer narrative:
.

Manufacturer narrative:
Patient information was not made available from the site. 11/20/2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Surgeon used markers to complete surgery issue resolved. 12/02/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a flouronav spine procedure, it was alleged that their navigation system was not calibrated and not lining up the vertebrae. The surgeon alleged navigation was off on 4 screws and ended up using markers to finish the procedure. No specific measurement of inaccuracy was provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon had to revise two screws during the procedure, 1 was off by 2-3mm and the other looked as though it was in the disc space, they used the c-arm to revise these screws. The software investigation found that the reported event was unrelated to a software issue. A review of the logs found that the re-tractors were visible in the photo, anatomy can also be seen but was faint. An adjustment of brightness and contrast would have helped the image quality. The software functioned as designed.

Manufacturer narrative:
Patient ID, sex, age provided. Weight was not provided by the site.